Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the parameter power supply board was replaced. The device was recertified and returned to the customer. The parameter power supply board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the parameter power supply board. Analysis for reports of this type has not identified an increase in trend.